Event description:
It was reported to philips that the battery failed functional checks. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a need for battery calibration. The reported problem was confirmed. The battery was ordered because during the daily operational check the message appeared requesting battery calibration and since the customer does not have the time or means to carry it out, a new battery was ordered to them. The customer sent a battery to resolve its calibration needs. It has been concluded that no further action is required at this time.